Event description:
Information was received from a health care provider (hcp) and a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the letter 'a' was seen on the screen of the patient programmer with an exclamation point. The hcp and patient were instructed to replace the aaa batteries and call back for more troubleshooting if it did not resolve the issue. The patient also reported that they had a sudden loss of therapy and couldn't walk when they were checking their implantable neurostimulator (ins) w/ the patient programmer; stimulation was reported to be off. The patient was provided with instructions to turn stimulation back on and it resolved the issue; the patient accidentally turned stimulation off while checking it with their patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.